Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a detached sensor wire that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient reported that upon sensor insertion, the sensor wire was hanging off the hard needle and no sensor wire was under the patch. Patient reported that he did not fully depress the plunger for two clicks and did not hear two clicks when he pulled the collar up. No additional event or patient information is available.